Event description:
When the physician was making the colpotomy during a laparoscopic total hysterectomy, the device started to produce "seal and cut short circuit error". After a few of these errors, the probe damage error displayed and the device was replaced with the second device. After a few minutes the "ultrasonic level error" displayed. This continued when the device was out of the patient and no force applied to the distal end of instrument. The second device was replaced with a similar device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus keymed (B)(4) for evaluation. The evaluation confirmed that the first hand piece shows ptfe pad damage consistent with over activation with no tissue being grasped; however, the second shows no sign of damage. The subject device in this report has not yet been returned to manufacturer for evaluation. This will be supplemented if device evaluation becomes available.